Event description:
The device (cev525m) was returned for repair to mxi service and repair. "Repair request: the joints are hard/ uncomfortable for the surgeon".

Manufacturer narrative:
(B)(6). Evaluation of this device indicated that the handle was stuck and difficult to use. The instrument sheath was damaged and presented with signs of impact. The sticking was most likely due to a lack of regular lubrication of the instrument. The instrument sheath was most likely damaged by shock or abrasion during use or reprocessing. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference # n/a. (B)(4).